Event description:
Additional information received reported the patient was doing great with no further problems.

Event description:
It was reported that the patient felt their stimulation turning on and off the night after having shoulder surgery. The patient was also unable to turn the stimulation off because the 'poor communication' message was displayed on the patient programmer whenever the patient tried to push the 'off' button. It was also noted that the patient charged the device for two hours, but felt the implantable neurostimulator (ins) pocket site heat up. No redness was observed and the temperature warning on the programmer was not displayed. Impedance values were normal. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient. (B)(4).